Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. .

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a power (intermittent power) issue. There was no damage to the pump. The reporter stated that the patient had a blood glucose (bg) of 13.8mmol/l with strong, fruity breath, polydipsia and drowsiness. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to the bg excursion the patient experienced due to an power issue.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/08/2015 with the following findings: the black box shows evidence of unexplained por¿s. The black box for the event date (B)(6) 2015 is not available due to continued pump use. No damage found to the battery compartment or returned battery cap. Returned battery cap was able to fully tighten to the pump with no yellow o ring showing. The pump was exercised for 24hrs with returned battery cap, no por¿s were duplicated. The returned battery cap contact measurements are in specifications. Review of the tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Removed pump cover and no evidence of internal moisture or damage to the power circuit was found. The complaint was verified in the history but could not be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).